Event description:
On (B)(6), 2013, I received bladeless lasik surgery by (B)(6) at (B)(6). I was not told the negative risks of lasik during my consultation prior to my surgery. They also never checked my pupil size. After my surgery my aftercare was explained. They told me I may experience halos and glare temporally. I went to ask my post surgery appointments and were told they are temporary and will only last 2 months. At 8 months, I now realize they are permanent by getting a second opinion. I can no longer see at night to drive, in low light conditions, I see glare during the day and also can't see street signs as clearly. They have ruined my eyes and if they would have told me the risks I would have never ever gotten it.